Event description:
I used fixodent since 1986-2009. During this time, I have begun to notice numbness tingling in feet & legs - also tingling in back. Both sides have been treated for this since 1986. Unk if blood test were taken at that time. Nerve infection test were given several times. Event abated after use stopped or dose reduced? No.